Manufacturer narrative:
(B)(4). Corrected information: the plastic adapter involved in this incident is not a baxter product.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of patient made mistake/touch contamination (coded as peritoneal dialysis complication) and peritonitis with culture positive for staph epidermidis coagulase neg staph in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date in 2011, the patient made a mistake/touch contamination, further described as the patient got disconnected and then connected back right away. On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on (B)(6) 2011. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the bacterial peritonitis. The outcome of the patient made mistake/touch contamination was not reported. Dianeal pd4 ambuflex therapy was ongoing. The nurse stated that the peritonitis with culture positive for staph epidermidis coagulase neg staph was unrelated to dianeal therapy. An opinion of causality was not provided for the patient made mistake/touch contamination. On (B)(4) 2011, product surveillance contacted the facility and spoke with the peritoneal dialysis nurse. She stated that the cause of the peritonitis was that the transfer set came loose and disconnected from the adapter. The nurse gave lot# h09h05037 for the transfer set. The adapter information wasn't known, it was a plastic adapter. The patient received a new transfer set. The patient was treated with antibiotics and is recovering. No further information was given at this time.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown , the sample was not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is unknown. This is report 2 of 2 for this peritonitis event.